Event description:
The jig was not aligned with the drill sleeve. The lag screws missed the hole in the nail. Both lag screws were posterior to the nail. Patient was revised.

Manufacturer narrative:
Device will not be retuned at this time. If the device or additional information becomes available, it will be reported on a supplemental report.